Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 20-jan-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot a25126a.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a patient. There was no patient information, no details surrounding the event. Cartridge lot# information was not available at the time of this report. Date : method : type : result time: on (B)(6) 2025 , I-stat , hstroponin 1000 17:56, on (B)(6) 2025, beckman dxi ,1 hstroponin 11 , 22:19 ., facility cut offs: beckman 17.9- hs I-stat 21 -hs. 99th percentile 90% ci, sex n (ng/l, pg/ml) (ng/l, pg/ml), female 490 13 (10, 17), male 404 28 (19, 58), overall 895 21 (14, 30).